Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the bleeding and perforation are likely related to procedural conditions and/or patient anatomy. Medtronic will continue to monitor field performance for similar events should they occur.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient was noted with mediastinal bleeding in the left main coronary artery (lmca) due to a perforation in the left ventricular outflow tract (lvot). The physician attempted to repair the perforation without success and put the patient back on bypass for removal of the aortic bioprosthetic valve and replacement with an aortic root bioprosthetic valve. During the intervention period the patient was noted to have ischemic cardiomyopathy with right and left ventricular dysfunction. Thrombus was removed from the lmca and only a small amount of bleeding was noted around the cannulation site. The patient¿s hemodynamics were deteriorating and the patient was put on bi-ventricular assist device (bi-vad) and intra-aortic balloon pump (iabp). The patient was also noted to have cardiogenic shock, acute kidney injury, liver shock and respiratory failure. Post-operative day 1 the patient developed complete heart block, subsequently a permanent pacemaker was implanted. Post-operative day 5 the patient¿s echo showed significant global hypokinesis. Post-operative day 7 the patient developed severe metabolic acidosis and multi organ failure. Subsequently the patient passed away. Cause of death was noted to be multi-organ failure. It was noted by the physician that since the right coronary artery (rca) could not be re-implanted with the root replacement due to chronic rca occlusion, that, that may have contributed to the right ventricular dysfunction.

Manufacturer narrative:
The other device noted in the event description will be submitted on a separate medwatch form. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Information was received that this valve was discarded by the hospital and will not be returned for product analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.